Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent altitude alarms occurred. Multiple cartridge changes were performed to address the alarms. There was no impact to the customer's blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.